Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device passed the longevity calculation for this model device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Testing revealed that the device's shock channel was damaged at explant when therapy was commanded into a shorted lead.

Event description:
Boston scientific received information that during implant testing at a device upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) a right ventricular (rv) lead short circuit was identified. A shock on t-wave induced ventricular fibrillation and during the rescue attempt, the device made a popping sound. The patient was successfully externally defibrillated. An out of range shock impedance measurement was noted when checking the lead through the device. To confirm this was a lead issue, a conversion of ventricular fibrillation was attempted with the previous tachy device with the same results. The rv lead was then explanted and a new rv lead and crt-d were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.